Event description:
It was reported that prior to a laparoscopic cholecystectomy procedure the grey rotation knob on the instrument does not turn at all. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Handle damage. The analysis results for the el5ml device found that it was returned with the handle damaged, the handle seam was separated at know assembly area. This condition caused the knob to rotate with difficulties. The device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 7 clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws opened and closed as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the condition of the handle. The batch record was reviewed and no anomalies were noted during the manufacturing process.